Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke. Reportedly, the cutting wire damaged the endoscope during removal of the sphincterotome from the endoscope. The procedure was completed with a second autotome¿ rx 44. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.